Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 15 mm in length and 3.0mm in vascular diameter, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon monorail was selected for percutaneous interventional therapy for coronary heart disease. During the procedure, the balloon ruptured at 12atm and leaked water during the pressure, and the follow-up operation could not be carried out. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. No issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per instructions for use, however, a leak was noted coming from the pinhole above the proximal markerband.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 15 mm in length and 3.0mm in vascular diameter, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon monorail was selected for percutaneous interventional therapy for coronary heart disease. During the procedure, the balloon ruptured at 12atm and leaked water during the pressure, and the follow-up operation could not be carried out. The procedure was completed with another of the same device. No complications were r eported and the patient was stable after the procedure.